Event description:
Patient with a prodisc c implant will be revised due to osteophyte growth anteriorly. The revision is planned for (B)(6) 2012 where the surgeon will remove the prodisc and perform a fusion.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
Patient was returned to the o.r. On (B)(6) 2013 for revision surgery.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Review of the manufacturing records found no complaint related anomalies.

Manufacturer narrative:
Reported date of implant was (B)(6) 2010. Product development engineer reviewed the event and indicated this case seems to involve ossification anterior of the device as well as posterior. The complaint report form mentions hypertropic bone growth in the posterior-lateral corner. Patient selection and/or surgical technique may have been a factor. Osteophytes are a natural occurrence during the degeneration of the spine. If the patient was showing signs of advanced degeneration at the time of implantation, then it would have been more likely for bone growth to occur. Also, too much or aggressive bone remodeling would have provided a good bloody pathway to promote bone growth at the implant site. If severe remodeling was required, that may have also been a sign that severe degeneration was a factor. A full list of contraindications and patient exclusion recommendations are listed in the technique guide including: osteoporosis, instability and advanced degeneration. It is not possible to know what exactly caused this with the information in this complaint, but patient selection or surgical technique could have been possible causes. It is also unclear if the ossification or at which location (anterior or posterior) caused any pain or patient discomfort. Updating the implant design, technique guide, or risk analysis is not warranted at this time. A review of the device history record have been requested. Patient was returned to the o.r. On (B)(6) 2013 for revision surgery. The revision surgery date was corrected from (B)(6) 2012 to (B)(6) 2013. The 510k# was corrected from p07001 to p070001.